Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effect of hematoma, as listed in the perclose proglide instructions for use, is a known adverse event associated with use suture mediated closure devices. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that suture placement with proglide devices was achieved in the left common femoral artery using the preclose technique prior to an interventional procedure to insert an impella device with stenting at the left knee. The arteriotomy was a 6f. Reportedly, the sutures of the two proglide devices were successfully placed using the preclose technique. The sheath was upsized to a 13f and the interventional procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices. After the vessel closure, oozing and a hematoma were noted at the access site. A femstop was placed at the access site overnight; however, the hematoma continued and later in the evening the patient was taken to surgery and a cut-down was performed. It was noted that one of the sutures had caught some plaque at the access site causing the hematoma. The sutures were removed and the vessel was repaired and surgically closed. The patient is reported to be doing fine. No calcification was apparent at the access site when the femoral angiogram was initially taken. The physician is reported to be in-training in the use of the proglide device and the preclose technique. No additional information was provided.